Event description:
It was reported that the patient presented in clinic due to dizziness. Device interrogation revealed noise oversensing on the pacemaker. Programming changes were performed to resolve the issue. The patient condition was unknown.